Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing at the user facility, the device did not pass the touchscreen calibration test. The device has been identified as part of a recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reporter that during preventive maintenance testing at the user facility, the device touchscreen did not pass the touchscreen did not pass the touchscreen calibration test. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.